Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a procedure to reposition the right ventricular (rv) lead due to dislodgement, there was noise on the rv lead that was oversensed with pacing inhibition less than 2 seconds. Surgical observation noted a visible hole that had been punctured in the sealing adapter for the rv lead, so the physician decided to explant and replace the pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the right ventricular (rv) lead setscrew seal plug. Next, the pacing and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. The hole in the seal plug allowed fluid into the sensing pathway, which was the cause for the noise seen during the revision.